Event description:
A (B)(6) female patient contacted zoll customer support to report her battery pack was not charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold charge) has been confirmed. Upon receipt the battery pack was unable to power up a monitor or charge. The cause for the failure was isolated to excessively discharged battery cells. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.